Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The product was received in good condition. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-03648 and 2134265-2014-03813. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention(pci) outside the patient, it was noted that the motor drive unit(mdu) never moved since the beginning of the procedure and the mdu did not pullback. No reported issue on the sled. No patient injury or complications reported.

Event description:
Same case as MDR ID # 2134265-2014-03648 and 2134265-2014-03813. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention(pci) outside the patient, it was noted that the motor drive unit (mdu) never moved since the beginning of the procedure and the mdu did not pullback. No reported issue on the sled. No patient injury or complications reported.